Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation completed. This is an initial final report submission. Review of the most recent repair record determined that the motor was running erratically; however, the repair was not completed because the account declined the repair and wanted to scrap the unit device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was sent in for preventative maintenance but was in need of repair. At product evaluation investigation the device motor ran erratically. No adverse events were reported as a result of this malfunction.